Manufacturer narrative:
(B)(4). Evaluation revealed that no failure was detected, device operated within specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor lv5 device underinfused. This occurred during patient infusion with fluorouracil and saline. The reporter stated that the expected flow rate was 5 ml/hr and the actual flow rate of the device was 3.3 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Visual inspection found no abnormalities that could have contributed to the reported condition. Functional testing identified that the device flow rate was within specification. The initial evaluation could not confirm the reported condition. Should additional relevant information become available, a supplemental report will be submitted.